Manufacturer narrative:
Philips inspected the system on site and no problem was found with the philips allura system. The toshiba ups connected to the philips allura system was checked by a toshiba representative and it was identified that 3 batteries of the ups were damaged. These faulty batteries inhibited the ups from transferring the battery power resulting in the unexpected shut down of the philips allura system. Analysis of the log file showed that the system shut down without a user command. This shut down is consistent with a loss of power to the allura system. After the shut down, the system was restarted and the procedure was continued. Based on the log files information, this resulted in a delay of 13 minutes.

Event description:
It has been reported to philips that during a pediatric neurovascular embolization procedure, after the glue was injected, the philips allura system shut down. The system was rebooted. There was no harm to the patient, the user confirmed that the patient was safe but that this disruption still affected patient care.